Event description:
It was reported that when using the bd pyxis¿ medstation¿ es discharged patients still shown up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed both the station and the server to review the patient discharge delay setting. The delay was set to 2 hours. Patients should not be displayed in station after that timeframe. Tss followed up with the customer whether the issue had persisted but didn't receive any response and then proceeded to close the case.